Event description:
During use of endovascular graft equipment, after deployment, an arteriogram was performed. Discovered that graft had slipped northward and graft was covering both renal arteries. Initial surgery was for aaa. Renal arteries were stented. Patient returned to surgery later same day for fasciotomy of right leg due to compartment syndrome. Aaa surgery was approx 12 hours in length.